Event description:
It was reported there was no stimulation sensation and there was a loss of therapeutic effect. It was noted the patient fell on (B)(4) 2012 on their "butt cheek" where the implantable neurostimulator (ins) was. A couple hours after the fall the patient went to the emergency room due to bloating. It was noted a catheter was inserted and patient still had the catheter at the time of report. Patient did not feel any stimulation and wanted to increase it but the screen was blank. Batteries were checked and appeared rusty. The battery compartment was cleaned out and new batteries were used. The patient was able to synch without the antenna. The lightning bolt had been seen and stimulation was at 1.0. It was noted the patient was normally at 4.5. Patient was unable to synch again to increase stimulation. Patient kept getting poor communication with and without the antenna. It was noted the patient had an appoint ment scheduled with their health care provider. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v914059, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).